Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal vault suspension, cystocele repair with graft, sub-urethral sling, laparoscopic sigmoid colon resection, rectopexy, enterocele, rectocele, anal sphincter repair, and cystourethroscopy due to urodynamic stress incontinence, stage iii uterine prolapse, and stage iii anterior compartment prolapse. It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with a laparoscopic supracervical hysterectomy, bso, colpopexy and cysto due vaginal prolapse. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and surgisis es soft tissue graft were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.